Manufacturer narrative:
(B)(6). Through a follow up with the amo product technical support specialist, he conformed that there was clear evidence of smoke and burn. The field service specialist (fss) visited customer site to inspect the unit. Fss confirmed the burned component issue. Fss switched on the system and a smell of burn came from the monitor. Fss applied the service bulletin (sb-ngpg-11-003_02_) and system failed to power up, but the stand by line (5v) was fine. Fss opened the original monitor and found mainly the graphical user interface (gui) printed circuit board (pcb) had burned (several capacitors were damaged). Fss decided to replace the monitor assembly, monitor pivot, sub system controller (ssc) printed circuit board (pcb) and power supply. Since the monitor received was out of box failure (obf) to resolve the issue, fss replaced the subassembly parts (gui interface, hard disk, ram module). Fss performed the field service checklist which the unit passed all functional tests and it was found to meet all amo (abbott medical optics) specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported of burn smell after power-up/burned cable on the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.